Event description:
It was reported that the wire came out of the device in an unintended location. The target lesion was located in the common carotid artery. A 10.0-31 carotid wallstent stent was advanced for treatment. However, during the procedure, it was noted that the guidewire did not come out from the monorail port and entered into a different lumen. The device was replaced with a new carotid wallstent and was successfully deployed. Post-dilatation was performed with a non-bsc balloon and the procedure was completed. No patient complications were reported.